Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during training, three-line block alarms were experienced after insertion of the cleo 90 infusion set. The kinks were checked after the first two alarms, and the cleo 90 infusion set was changed only after the third alarm. The event occurred while in use with a patient and there was no patient injury.